Event description:
It was reported by the rep that the cdh29 was used during a low anterior resection with a colectomy. It was reported by the rep that the surgeon fired the cdh29 on a low anterior resection and the staples did not form properly. The anastomsis came apart. He test fired a cdh33 into a glove after the first one did not perform how he wanted. It too had malformed staples. Surgeon later said he may not have squeezed hard enough. O.r. Time was extended by 1 hour.